Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the display screen was dim and difficult to read especially in the sunlight. Patient reported that the dim display issue started a few months ago and had worsened gradually. The dim display issue was not resolved by battery changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.